Manufacturer narrative:
H4: the lot was manufactured between march 1-5, 2024. H11: the actual device was received for evaluation. A visual inspection was performed, and it was noted that the bladder had been ruptured. The ruptured bladder was examined, and there were no signs of abnormality. The reported condition was verified. The cause of the reported condition could not be determined; however, the possible root cause for the ruptured bladder may be due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured. The bladder rupture occurred while filling the device with saline solution prior to patient use. Approximately 100 ml of the dilution liquid had been introduced when the bladder rupture occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.